Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Phone number: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine equipped with a thermax blood warmer, a minor external blood leak was observed from the luer lock connection between the thermax disposable and the return blood line of the prismaflex st150 set, resulting in a small blood clot. The treatment was ended and the extracorporeal blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The cause of the condition could be attributable to a bad connection between the return line of the set and the thermax by the user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.